Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient regarding their implantable neurostimulator (ins) for non-malignant pain. It was reported that the system was replaced (relocated) soon after implant because her ins was shifting and moving around in her body. Patient had trouble charging and keeping a charge on her ins. Caller states her ins was originally on her left side below her waist and the hcp moved the ins to her right side, above her waist. The revision occurred on (B)(6) 2018. Caller confirmed that she worked with a rep about "all the issues or questions" she was having prior to revision surgery. Additional information was received from the patient. It was reported that the patient was working with a manufacturer representative (rep) between implant and the replacement/revision in 2018. The patient could recall that they had several reprogramming sessions with the rep during that time period. The patient knew that a rep was present during the replacement/revision. No further complications were reported/anticipated.